Manufacturer narrative:
Additional information was received that the event occurred before infusion. There was no patient involvement and no patient harm. The concomitant product involved was fluorouracil. No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the device exhibited a pressure error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.